Event description:
It was reported that the patient's device 'didn't work." It was stated that the patient wanted it removed because "it was dead" and the patient "was not able to use" it. It was noted that the patient "couldn't" use the device once the patient developed complex regional pain syndrome because the device "would only aggravate his nerves worse." Additional information has been requested. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3887-33, lot # j0349338v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot # j0349309v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).